Manufacturer narrative:
Technician found all for brakes were not working properly. Brakes would lock, but swivel free. Replaced all four casters to resolve this issue.

Event description:
Complaint alleged that the brakes were not working correctly. No injury alleged.